Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 17.08 mmol/l. The customer states they did not hold a button down for 3 minutes or longer. The customer was advised that the insulin pump will need to be replace. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instruction.

Manufacturer narrative:
Findings: pump received with intermittent esc button response due to flattened button dome switch. No button error alarm during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.